Event description:
It was reported that backup audible alarm intermittent events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case crack on lower front corners, bottom case has broken tabs. Reported problem was duplicated during power up process. The root cause of the reported issue was found to be the design of the device. Main board not operating as intended, low profile black panasonic(conforming) super cap present. Actions taken to mitigate the reported issue: replaced broken cases. Recalibrated and tested per procedure. A corrective and preventative action has been opened to address the reported issue.